Event description:
The ge oec 2600 fluoroscopy system had intermittent hang-ups, possibly related to operator error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a faulty x-ray control panel that was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.